Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient received a magnetic resonance imaging scan, during which the patient described hearing the device vibrating and it made their whole body shake. The patient also reported that during the scan they could feel the device moving forward in their chest, pressing against their hand and that the experience left them shaking and upset. The patient further reported that the device settled back into place a lot more since the scan. The monitor is still in use. No further patient complications have been reported as a result of this event.